Event description:
On (B)(6) 2012, the reporter contacted animas and alleged that she needs a new pump. Her pump is reportedly now shutting off while she is wearing it. The reporter is unwilling to troubleshoot pump and did not provide any additional information about power issue, the pump, or the battery cap, and states she just wants pump replaced. Customer technical support informed the reporter that a review of the pump and troubleshooting is required before it is determined that pump needs to be replaced. The reporter disconnected the call at that time. This complaint is being reported based on the allegation that the pump is powering off while the patient is wearing it.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.